Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Four (4) connectors are not engaged during the tigerpaw system ii device use. Second tigerpaw system ii device which worked properly was used to complete the procedure. There is no pt effect. There is no blood loss as a result of the reported issue.